Event description:
The customer contact reported that during testing at the user facility, it was noted that there were sparks coming out from the device. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.